Manufacturer narrative:
The reported events of high pacing impedance, failure to capture and lead fracture were not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that during a procedure. Device interrogation revealed high pacing impedance and failure to capture and fracture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.